Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Additionally, it was reported that the pump intermittently did not deliver insulin as intended after insulin in the cartridge reached below 10 units of insulin remaining. Customer was using fiasp insulin and prefilled cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridges were changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 250-300 mg/dl.